Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted if additional information is provided by the user facility.

Event description:
The customer reported to inogen, that the device would shut off and displayed oxygen error. Troubleshooting was provided to no avail. In turn, the customer was taken to the hospital via ambulance wherein the customer was admitted for five days. Later, the customer was discharged and received a replacement device. Reportedly, the customer is doing better.